Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced occlusion issue event on (B)(6) 2026. The blood glucose level was high and patient was treated with correction injection via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.